Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with adult spinal deformity suggested for posterior implant. The initial operation was performed on (B)(6) 2021. Posterior implant replacement was performed on (B)(6) 2021. On (B)(6) 2021, all posterior implants were replaced and the fixation range was extended. Fixation range was changed from l1-5 to th12-l5. It was reported after the operation, the screw came off to the dorsal side. Explant completed. After the operation on (B)(6), it was confirmed that the l5 screw might have penetrated the spinal canal and that the screw on the right side of l1 came off to the dorsal side. It was said that when an attempt was made to remove the screw on the right side of l1 at the time of reoperation, the screw was easily removed, and it seemed that the patient's bone quality was not very good overall. In addition, it had also been confirmed that t2 stratosphere cage had also moved toward the insertion direction. It should be noted that the cage placement and posterior fusion had been performed in the primary surgery. It was said that the order of cage movement and screw loosening was unknown. No patient symptoms reported. Pli20: l5 screw might have penetrated the spinal canal pli30: t2 stratosphere cage had also moved toward the insertion direction update: screw dislodged from the site of implant. Screw loosened in the bone of the patient. L5 screw had pierced the spinal canal, it occured on the right side of l5. Neurological symptom seemed to developed, so l4 / 5 decompression was also performed. Products discarded at hospital.